Event description:
As reported by the user facility: brief inquiry description: air in line. Detailed inquiry: description air in line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A sample was provided for evaluation. Upon visual inspection of the returned sample, no defect was observed. The sample was attached to assess if the sample would fit easily with the pump; no stretching of the tubing was necessary, and there was no indication of interference between the tubing couplers and the pump housing. To replicate the reported air-in-line alarm defect, we attached the sample to the pump and conducted therapy tests, varying the flow rate of 100,200, and 300 ml/hr. No alarms were triggered during this testing phase. Additionally, the samples underwent leak testing, and no leaks were observed. The outer diameter of the pump segment tubing measured 0.152 inches, falling within the specified range of 0.152-0.154 inches. The reported defect was not confirmed. All available information was forwarded to the supplier for further evaluation. A possible root cause could not be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.